Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that fluid was leaking right before the luer connection, and blood was backing up. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Although no samples were received, a picture was returned from the customer. The returned picture showed the male luer with a red circle around the bonded joint between the male luer and the tubing. The picture was visually examined for defects. Although blood was present in the picture, leakage was not evident. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.